Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 1000ug/ml for a total dose of 315.3ug/day via an implantable pump for intractable spasticity. It was reported the patient appeared to be in withdrawal. The patient was in the intensive care unit with symptoms of sweating, hypotensive, septic shock, and altered mental status. Interrogation of the pump revealed no dialogue box pop up indicating any issue with the pump itself. The healthcare professional (hcp) was to interrogate with logs. The cause was unknown as they do not believe the patient was due for a refill until (B)(6) 2017, and it was not known if the patient had any falls or trauma. Location of symptoms was noted as other. It was later reported they were inquiring about accessing and reviewing the event logs of the pump and if there were any recalls. It was noted that the patient was still experiencing altered mental status and they were trying to get ahold of the managing hcp. It was confirmed there was no audible pump alarms and the event logs were normal. The hcp was requesting a manufacturer representative come out for assistance. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.